Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -12.5 diopter into the patient's eye on (B)(6) 2022. On (B)(6) 2022 the lens was removed due to the lens being too large. Reportedly the lens was replaced. Attempts to obtain additional information have not been successful.